Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2011 - the pt underwent repair of recurrent periumbilical hernia with a kugel patch. On (B)(6) 2003 - the pt underwent repair of recurrent incisional hernia using a composix kugel mesh and marcaine block for postop pain. On (B)(6) 2006 - the pt underwent repair of a ventral hernia with a composix kugel mesh. On (B)(6) 2006 - the pt underwent excision of the composix kugel mesh implanted on (B)(6) 2006 and implant of a composix kugel mesh.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Currently it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's medical and/or surgical history may have contributed to the alleged event. The composix kugel mesh implanted on (B)(6) 2006 was explanted because the doctor had a concern about the way the mesh was implanted. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. The medical records do not indicate a device failure. Additionally, no sample was returned for evaluation. Based on info provided, no conclusions can be drawn. See MDR 1213643-2011-00718 for info related to the composix kugel mesh implanted on (B)(6) 2003.